Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the care giver (cg) stated that they are setting up the hc fine. The solution comes out of the top of the patient line then goes back down a couple of inches; the cg is requesting a new hc. (B)(4) assisted the cg with explaining the swap to the hp; she has a (B)(6) for the hc. Product surveillance contacted the hp on (B)(6) 2010 and he stated that he did not recall the specific details of the reported problem of solution coming out of the top of the patient line then going back down a couple of inches. He stated that he received a new hc and everything is working fine. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. If additional information becomes available, a follow up MDR will be sent.